Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment revealed that the device had failed rpm (rotations per minute) specifications. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was most likely due to internal motor or electronic control unit (ecu) failure due to immersion during cleaning. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a laminectomy surgical procedure, it was observed that the small battery drive device had low power and that it was "not running at 100%". There was a three minute delay in the surgical procedure to obtain a spare device. The surgical procedure was completed successfully with a spare device. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.